Manufacturer narrative:
Follow-up #1 date of submission 02/11/2016-product analysis: the device was returned and evaluated by product analysis on 02/01/2016 with the following findings: review of the pump¿s black box revealed a time/date settings reset issue. The total daily dose history was appropriate for the user programmed deliveries. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. Evaluation revealed the internal clock battery on the printed circuit board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Unrelated to the complaint, a battery compartment crack was observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging the patient's blood glucose that day was 425 mg/dl with nausea, extreme thirst, and symptoms of dehydration. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump's settings were not recently changed. During troubleshooting, it was reported that the pump's time and date reset when the battery is removed for less than 24 hours. It was reported the patient was also suffering from a stomach virus. This complaint is being reported because the reported health event was attributed to an alleged pump issue.